Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR reports: 1627487-2014-03050 and 1627487-2014-03051. It was reported the pt experienced overstimulation (mostly in her legs) which caused her to stop using system stimulation for a few days. An sjm representative reprogrammed the system and the pt indicated she was satisfied with the new programs; however, the pt then experienced a loss in stimulation. It was also reported multiple lead diagnostics showed low impedance values. Moreover, it was reported the pt had previously experienced multiple falls. Follow-up identified the pt experiences "surging" with stimulation off. X-rays revealed no anomalies with the scs leads which indicates a possible connection issue. Surgical intervention will be taken at a later date to address the issues.